Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that she stopped her treatment and while removing the cassette noticed a fluid leak inside the cycler cassette compartment area. The patient was advised to discontinue the use of the cycler and inform the pd nurse regarding this incident. Upon follow up the patient confirmed that she completed her treatment performing continuous ambulatory peritoneal dialysis (capd). The patient stated that she did not experience any adverse events as a result of this incident and effluent was not cloudy. The cassette/tubing set in question had already been discarded.